Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was empty for "almost a month and a half, maybe longer." The patient representative (rep) stated that they want to "shut the pump down" because the morphine did not work for the patient. The patient has been in and out of the hospital and the doctor showed up at the hospital and was "supposed to get a hold of medtronic" but the pump was still beeping. The rep stated that they went to the office to tell them because the patient "keeps beeping" and "everyone was asking if it was the pump or the patient beeping." The agent reviewed the process of shutting off pump and the patient was redirected to their healthcare provider to further address the issue. The rep also stated that the patient has a broken femur, and the morphine was not helping with that either. The patient currently has dementia, so it was hard to get them to the physician.